Event description:
Physician was performing a laser lithotripsy and stent placement and while using a nitinol wire with hydrophilic tip, the end of the sensor tip broke off inside the patient and was successfully retrieved. Dates of use: (B)(6) 2010 -- (B)(6) 2010. Diagnosis or reason for use: ureter stone.